Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "breast implant illness, capsular contracture, baker grad unknown recalled of the market, alcl risk" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported regulatory agency, left side "breast implant illness, capsulare contracture, [baker grade unknown], alcl risk." The patient additionally reported "feeling poorly and ill with pain for 4 years;" these events are not related to the device. Device remains implanted.